Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during the implant procedure the nail was unable to retract and the screws were broken distally. The nail was replaced and the procedure was completed with no harm or consequence to the patent.